Event description:
Left knee pain has returned and is worse [arthralgia]. Case description: spontaneous report received on (B)(6) 2010, from a (B)(6) female consumer, initials (B)(6), who is also a physician with a medical history of osteoarthritis, left knee pain, rheumatoid arthritis, and previous treatment with synvisc on an unk date in (B)(6) 2009. The pt was administered the synvisc series on an unk date in (B)(6) 2010, which were one week apart. The pt stated that the left knee pain returned and was worse since receiving the synvisc injections, especially during weight bearing activities. Treatments included a steroid via intra-articular injection on (B)(6) 2010, and celebrex (celecoxib). At the time of this report, the outcome of the reported event was unk. The synvisc lot number was unk. No further info was provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.